Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2006. Update 07/11/2011: plaintiff's preliminary disclosure (ppd) forms, implant stickers and medical records received which identified part/lot information and date of implant. Complaint file and products updated, femoral heads added, MDR decision trees completed and the appropriate mdrs filed. The documents have been attached to the file. There is no new information that would change the outcome of the investigation. Update rec¿d 1/26/2015 - medical records received for left hip revision. Medical records report elevated metal ion levels. The stem and sleeve are being added to the complaint. This complaint was updated on: 02/18/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address pain and adverse local tissues reaction. His preoperative cobalt level was 45.6, no unit provided. Radiographs showed, there were consistent adverse local tissue reaction resulting in hip pain.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address pain and adverse local tissues reaction. His preoperative cobalt level was (B)(6), no unit provided. Radiographs showed, there were consistent adverse local tissue reaction resulting in hip pain. Procedure in detail was not captured in attachment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.